Event description:
Caller reported a malfunction on the pump, specifically that the pump screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level. Customer reset the pump prior to contacting technical support and assisted in powering the pump back on. The malfunction did not recur after resetting, and the customer was instructed to call back if any malfunction code appears again.